Event description:
It was reported that while a system check out was performed, the battery test failed due to a limited battery capacity. During service it was discovered that the battery was defective due to battery acid leaking out. There was no injury reported at the time of event. (B)(4).

Manufacturer narrative:
The replaced internal 12v battery was returned. The battery does not show any damages on the exterior. No signs of leaking acid could be seen. The reported issue w/not being able to successfully charge the battery and not meeting the specifications for battery operating time have been reproduced. An evaluation of the received logs showed that the battery was drained too quickly and that alarms to notify the user were generated. The root cause for the reported issue have not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.